Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
Reported as "possible helium loss 3 alarms issued after insertion in ccl". The report further states, "[user] is calling from the ccl. She is calling to report that he loss 3alarms were issued after a 40cc non-fiber iab was placed. They have already begun the process of replacing the iab. I stayed on the phone with the [user] until new iab insertion was complete. We then discussed possible helium loss 3 alarm potential causes and encouraged her to call the clinical hotline for troubleshooting prior to iab removal in future". No patient harm or injury. The patient status is reported as "fine". See associated mdrs 3010532612-2026-00376, 3010532612-2026-00363.